Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reports two screws were mislabeled, he states the size is correct but they are blunt tip cervical screws instead of variable screws. This was identified prior to surgery, therefore no patient was impacted.

Manufacturer narrative:
A visual inspection of the returned products showed that they did not match the description and part number indicated on the labels. The parts were labeled as 4mm x 14mm variable maxan screws but the parts in the packaging were 4mm x 14mm blunt tip variable maxan screws. The p/n associated with the products in the packaging are p/n: 14-521614b. The blunt tip screw is identical in every way to p/n 14-521614 besides the difference in tips. The most likely cause of the mislabeling is due to operator error the parts were associated with an incorrect part number. A recall was initiated for the five devices remaining in the field.